Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) biomedical technician reported to fresenius customer service that they has naturalyte that gave a low conductivity during treatment. Upon follow up, the biomed stated that it was actually discovered before patient use. The conductivity for the lot was at 13.1 with the tcd at 13.8. Per the biomed, in total there are 9 cases affected, however does not know how many for this lot. It was confirmed that no patients were treated with these lots. The biomed is unaware of what lot of naturalyte the clinic is currently using and that there has not been any recent service to the machines. The clinic uses naturalyte bicarbonate dry mix, product and lot numbers unknown.

Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 4 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac045 indicated that 2138 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac045 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. The sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac045 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac045 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.